Event description:
The customer contact reported a crack in the piercing pin; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of saline. It was reported that during priming of the tubing set prior to pt use, when the nurse inserted the piercing pin of the tubing set into the administration port of an unspecified solution container, an unspecified volume of solution leaked from an unspecified location. At this time, the nurse noted a crack in the piercing pin of the tubing set. The customer contact reported that after the nurse removed the piercing pin from the solution container, the whole spike reportedly came apart. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.